Event description:
A maestro drill was sent for service and during performance testing a hole was noted in the hose. No adverse event was associated with the device.

Manufacturer narrative:
The device functioned according to specification except for the large hole discovered in the air tube of the hose. The hose was upgraded and the device was cleaned, lubricated, adjusted and returned to the user facility.